Manufacturer narrative:
(B)(4).

Event description:
The patient reported that she started having leakage. The patient did not feel stimulation. Therapy was noted to be off. The patient was advised to turn stimulation on and they confirmed feeling stimulation. Relevant medical history included gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event, what had led to it, and if it was resolved.